Event description:
A report was received stating a ventilator generated a circuit disconnect alarm during ventilation of the patient. The patient was removed from the device and placed on an alternate ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).the covidien customer support engineer (cse) inspected the device and was unable to reproduce the alleged malfunction. The cse performed extended self-testing on the device and all tests passed.